Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 6 of 6, while the hp was connected. The hp stated that none of the supplies were leaking. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the hp to either restart therapy with new supplies or complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.